Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076, implantable pacing lead, (B)(6) 2008; 4194, implantable pacing lead, (B)(6) 2008.

Event description:
It was reported that both the rright ventricular (rv) coil and superior vena cava (svc) coil impedances of the rv lead were out of range and extremely variable, ranging from 55 up to over 200 ohms. A lead fracture was suspected. It was noted that the patient pulls on the device as it had migrated toward the armpit. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.